Event description:
A surgeon reports that one week following intraocular lens (iol) implant surgery, a powdery appearing substance in a whirl-like pattern was noted on the posterior surface of the lens. The patient notices a fixed visual defect in patient's vision. The source of the substance is not known. However, the surgeon feels this observation may be associated with the iol. The lens remains implanted.